Manufacturer narrative:
H.3., h.6.: the actual complaint product was returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected h6:, d15: cause not established code was not applicable in initial submitted report. This d15 code is applicable in current version of report. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H6; b5 field updated. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received from the consumer stating that the symptoms had disappeared, but still had sequelae such as dry eyes, discomfort with wearing contact lenses, and blurred vision.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
On 21-aug-2023, the consumer reported that her daughter suffered a "major" corneal burn in both eyes associated with the use of opti-free pure moist mpds on (B)(6) 2023. No other information regarding diagnosis, treatment and symptoms were received. Additional information was received on 25-aug-2023 stating that this was consumers first time using the product. Due to unspecified symptoms occurring for the unspecified duration consumer consulted the physician and was reportedly diagnosed with a chemical burn. Prescribed unspecified antibiotics, cortisone, vitamin a ointment and vitamin c. At the time this information was received the consumer was still being treated for corneal burn had not resumed the contact lens wear. Requests for additional information were made. Additional information was received on 18-sep-2023. The consumer stated that she has a follow up scheduled with her eye doctor in the next week. Medical records were not provided, however consumer stated she had a level iii chemical burn based on roper hall scale. The consumer states that she is experiencing blurry vision and eye dryness. An additional request was made for the medical records.